Event description:
Reported as: "band removal - slipped- not well enough at this time for replacement".

Manufacturer narrative:
Taper ii. Medwach sent to FDA on: 19/aug/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument, consistent with surgical damage, to the ring of the band and the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to these portions of the lap-band sys returned. Performance tests indicate no leakage at the access port or access port tubing. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."